Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2013. During the procedure, it was difficult to attach the handpiece to the front of the motor drive unit. The procedure was completed with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the flex coupler was replaced.